Manufacturer narrative:
Investigation is ongoing. Device remains in patient h3 other text : device remains in patient.

Event description:
As reported, the transcatheter heart valve failed due to mitral stenosis and paravalvular leak. A valve in valve procedure was performed.

Manufacturer narrative:
H2, h6 updated the valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery provided therefore no imagery evaluation performed. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The complaint for post-implantation stenosis was unable to be confirmed, therefore a lot history review and complaint history review was not performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint therefore no manufacturing mitigation is required. The thv was implanted in native mitral position for this case and the sapien 3 ultra (s3u) with the commander delivery system (ds) was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement. The IFU in this section is for tf (transfemoral) procedure in the native aortic position and was reviewed for relevant guidance for an s3u implant using a commander delivery system. The instruction for use (IFU), commander delivery system with s3/s3u, IFU was reviewed. No IFU/training deficiencies were identified native mitral valve replacement using the sapien 3 ultra thv (s3u) with the commander delivery system (ds) is not an indicated use at the time of implant. No further action is required at this time. The complaint for post implantation stenosis was unable to be confirmed due to unavailability of relevant imagery and medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, the transcatheter heart valve failed due to mitral stenosis and a valve in valve procedure was performed. Due to limited information, a definitive root cause was unable to be determined at this time. Since no manufacturing nonconformances or labeling and IFU and training deficiencies were identified, no product nonconformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.